Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. Prior to patient use, it was observed that the device was leaking into the plastic back which contained the device. There was evidence of leakage (dried powder) during visual inspection prior to opening the packaging. The device was filled with 4200mg fluorouracil hs in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: d10 (also update date to n/a). H4: the lot was manufactured between september 6-10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.